Manufacturer narrative:
The field service engineer (fse) found an issue with the fluidic system. The fse performed checks, cleaned and styletted the rinse nozzles, and decontaminated the system. Precision and qc results were acceptable. The service actions resolved the issue.

Manufacturer narrative:
The ua2 reagent lot number and expiration date were not provided.

Event description:
The customer complained of qc issues for multiple assays on a cobas 8000 c 702 module. The customer is running qc every 4 hours and then repeating patient samples if qc is out of the acceptable range. Discrepant results were identified for 1 patient sample tested for uric acid ver.2 (ua2). The initial result was 1.8 mg/dl. The repeat result was 3.8 mg/dl. The repeat result was believed to be correct.